Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics was not provided.

Event description:
It was reported an unspecified tubing issue that is possibly related to the previous events of leaks, cracks or crumbling of the fixed collar on the distal end of extension set me2017. Although requested, additional information was not provided.

Manufacturer narrative:
The customer reported an unspecified tubing issue. Visual inspection observed the male luer component's collar was broken off from its base and the collar was not received for evaluation. Further inspection observed no stress or tool markings at the break site. The rest of the set was inspected for kinks, holes/tears in the tubing, and damages to the components. No other issue was observed. No testing was deemed necessary due to the obvious damage. The device history record for model me2017 could not be performed due to no lot number being provided for the reported suspect set sample. The root cause was identified as design of the male luer component.

Event description:
It was reported an unspecified tubing issue that is possibly related to the previous events of leaks, cracks or crumbling of the fixed collar on the distal end of extension set me2017. Although requested, additional information was not provided.